Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery failing to charge is confirmed. The device does not charge all the way and shuts off when not plugged in with visible battery life left. The root cause is due to the lithium ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery not working correctly. Not charging all the way and device does not stay on when plugged in.